Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic gastric bypass of the jejunum, the device was difficult to toggle and load. The device needle also fell into the cavity of the patient and was retrieved by graspers. Another load was opened and used that was as long as the original suture. Surgeon stated that there were instances where the loads would pop off. Another load was used to complete the procedure. There was no patient injury.